Manufacturer narrative:
No unexpected failed battery test alarms noted. Passed displacement test and off no power test. The operating currents were in spec. Cracked battery tube threads noted. Minor scratches on lcd window, cracked reservoir tube lip and scratches on reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that the customer received a failed battery test on the insulin pump. Her blood glucose was 92 mg/dl. During troubleshooting, it was found that battery cap contacts were missing. The customer also not iced a crack when removing the battery cap. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.